Manufacturer narrative:
Patient weight not available for reporting. This report is for an unknown femur hook plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter address and telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient originally presented with pre-existing total hip replacement and total knee replacement with an unknown manufacturer, and patient experienced a periprosthetic fracture (ppfx). The ppfx was treated using the proximal femur hook plate. The patient underwent three (3) months of progressive weight bearing. Approximately 6 weeks later, the patient experienced another fracture in the femoral shaft, distal to the original ppfx. This was treated with secondary surgery, the device was implanted at a time when the patient experienced a femoral fracture, where a wave plate was implanted to treat the fracture. The hook plate was not listed as the cause of fracture, and was not reported to be broken or bent. The patient underwent revision surgery on unknown date. The proximal femur hook plate remained implanted and was not removed. The procedure was successfully completed with no delay. No additional adverse events were reported one (1) year post revision surgery. This report is for one (1) unknown femur hook plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Customer quality conducted a review of the provided x-ray. The implant was not returned and instead will be do based on the supplied image (¿(B)(4) x-ray results from health professional (B)(6) 2018¿). The image was reviewed, and the complaint condition of no reported product problem adverse event could be confirmed but no product problem was identified. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A DHR review for the manufacturing records and the material records could not be performed as the lot number is unknown. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.